Event description:
It was reported that during the patient's open heart surgery the physician reported the lead was damaged with cautery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2008; 4968 implantable pacing lead, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.